Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor's enclosure was physically damaged, which prevented a battery from being inserted, and prevented the monitor from being able to power on. Additionally, the ends of the c9 and c10 high voltage capacitors were crushed. The root cause for the damage to the enclosure and capacitors was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.